Event description:
In late 2008, the lay pt contacted lifescan (lfs) alleging the her one touch ultra meter read inaccurately. The medical affairs specialist (mas) classified the complaint based on the initial info provided to the customer care advocate (cca). The pt said she tests her blood glucose 5 times per day and take insulin by sliding scale. She said she has been receiving blood glucose results, "all over the place". She said she was advised to call lfs by emt's and a pharmacist. She claimed she obtained a reading of 252 mg/dl on the reported meter at dinnertime the day prior, and took 4 units of insulin (type unidentified). Later, she obtained a reading of 459 mg/dl at 8:00 pm and then went to sleep. She did not indicate that she took additional insulin after obtaining the result of 459 mg/dl. The pt's mother apparently called ems when the pt was asleep; specific pt symptoms at the time ems was called were not provided. The emt's reportedly arrive at 9:20 pm and tested the pt with the lfs product; the result was 25 mg/dl. The emt's treated the pt with IV glucose. After starting the IV, emt's received a reading of 57 mg/dl on their meter. After receiving the IV glucose, the emt's obtained a reading around 200 mg/dl. At that time, that pt said she was awake and the emt's left. A control solution test could not be performed during troubleshooting because the pt did not have control solution. The cca noted that the pt followed correct testing technique. The pt's products were replaced. The complaint is reported because the pt alleges she obtained inaccurately high readings on the lfs product before and after taking sliding scale insulin at dinnertime. The pt claims she received a reading of 459 mg/dl on the lfs product 80 mins before the pt's mother summoned ems while the pt slept or was possibly unconscious. The pt claims her blood glucose reading was 25 mg/dl when the emt's arrive, and she was treated with IV glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.